Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised original joystick on the chair would not turn off unless unplugged.